Event description:
An electronic report was received from a hemodialysis user facility. It was learned that initially this pt started their dialysis treatment with the bloodline connectors connected to the perm cath in the correct position. It was reported that the lines were then reversed sometime during the treatment. It was found at the time of the event, the arterial connector was connected to the venous portion of the perm cath and the venous bloodline connector was attached to the arterial portion of the perm cath. It was also learned that there was not a hemo clip in place to secure the connections at the time of the device. The pt did receive 2 units of prbc as a result of this event. The pt remained inpatient for 3 days. The pt has recovered from this event. The pt was discharged to home. Additional info from user facility report: pt hypotensive at 2 hrs - 25 minutes into treatment. Pt unresponsive. Machine alarm "air in blood". Access exposed; venous blood-line disconnected from arterial perm cath limb. Air noted in system. Also noted 300-500 ml blood on floor under pt's chair. Blood not returned to pt. O2 on per mask. Pt bagged x2 breaths with good response. 911 called. Pt given 800 mls n/s. Transferred to (B)(6). Pt responsive and alert on leaving unit.

Manufacturer narrative:
Date of this report: (B)(4) 2007. It is the belief of fmc na that this event was user error and not the fault of the hemodialysis machine or the bloodlines because of the verbal statement below. The clinical mgr of this unit has reportedly verbally, that this event was caused by user error and was not machine or bloodline related. Additional info from user facility report: (B)(4).